Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 2 months post implant of this bioprosthetic valved conduit, it was replaced valve-in-valve due to pulmonary valve stenosis and central regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the event occurred 13 years post implant therefore it is unlikely that the event was due to device manufacturing. Without the return of the device, a true cause cannot be determined.

Manufacturer narrative:
The serial number has been corrected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.